Manufacturer narrative:
The insulin pump passed displacement test, basic occlusion test and prime test. However, the insulin pump was received with stuck in motor error alarm loop during bolus delivery. The motor was tested outside of the insulin pump and passed. The motor may have had an intermittent failure that was not detected during our testing. The insulin pump was received with minor scratched display window, cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and missing endcap sticker.

Event description:
It was reported that the insulin pump alarmed motor error during prime and during bolus. Customer's blood glucose was 400 mg/dl. Customer treated with manual injection. Troubleshooting was done. Advised the customer the insulin pump would be replaced. Advised customer to discontinue using the pump and revert to a back-up plan per health care provider. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.